Manufacturer narrative:
Section e1 state complete information: inner mongolia autonomous region an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total -hcg results generated on the architect i2000sr processing module for a female patient. (Customer provided (abbott reference range hcg <5 miu/ml) the following information was provided: september result = 206.20miu/ml, october result = 176.00miu/ml, the patient had an ultrasound examination indicating an ectopic pregnancy, the patient had surgery for ectopic pregnancy. November postoperative result = 152.10miu/ml, roche platform result = negative (no specific result provided). (B)(6), the patient¿s menstrual period resumed, and the abbott result = 126.90miu/ml additionally, the customer mentioned they were unable to provide a final pathology diagnosis; however, it did not support an ectopic pregnancy. No further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified a slight increase in complaint activity for lot 61200ud02, however, no increase in complaint activity was identified for list number 07k78. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 61200ud02 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total -hcg results generated on the architect i2000sr processing module for a female patient. (Customer provided (abbott reference range hcg <5 miu/ml) the following information was provided: (B)(6) result = 206.20miu/ml, (B)(6) result = 176.00miu/ml, the patient had an ultrasound examination indicating an ectopic pregnancy, the patient had surgery for ectopic pregnancy. (B)(6) postoperative result = 152.10miu/ml, roche platform result = negative (no specific result provided). (B)(6), the patient¿s menstrual period resumed, and the abbott result = 126.90miu/ml additionally, the customer mentioned they were unable to provide a final pathology diagnosis; however, it did not support an ectopic pregnancy. No further impact to patient management was reported.